Event description:
In 2009, the pt reported elevated blood glucose readings today in the 230-270 mg/dl range with her normal range being 80-130 mg/dl. She stated she changed the insulin cartridge of her infusion device yesterday and the adapter, battery, battery cover, infusion headset and tubing today. She confirmed she is using the correct battery type and setting. She stated she noticed a little bit of insulin that was wet around the cartridge and adapter, but did not know where it leaked from. She has already changed the adapter. She was advised to also change the insulin cartridge. It was also suggested she might switch to her backup infusion device for troubleshooting purposes. She stated she broke her pelvis last week and she is currently in a wheelchair. On f/u at about 4 days later, the pt stated switched to her backup infusion device a few days prior, and her readings have returned to her normal range. She stated the only thing she has not changed on her primary device is the adapter. She said she wants to try a new adapter on her primary device to see if that resolves the issue. On f/u one week later, the pt stated she has not switched back to her primary device. She said she did insert a new cartridge into the primary device and she successfully primed before trying to bolus 1-1.5 units of insulin. She stated insulin did not emerge from the tubing. She requested a replacement device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.